Manufacturer narrative:
Electrode pads, lot #5124b, were received at zoll united kingdom in unused, good condition for evaluation. The customer's report was observed and attributed to the pads. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated difibrilator failed the self-test with these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.